Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Reservoirs were filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed insulin pump manual prime and visual fluid flow through infusion set and out catheter tip. In conclusion the reservoirs were not occluded.

Event description:
The customer reported via phone call that his blood glucose level was 440 mg/dl. The insulin pump kept alarming no delivery. The alarm was caused by an infusion set/reservoir occlusion. The customer was advised that the device would be replaced and agreed to return the product for analysis.